Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was outside of clinical use. It was reported that the system was unable to boot up. Review of the logfiles confirmed the malfunctioning flex viewing-pc. Upon troubleshooting, philips field service engineer (fse) visited onsite and checked logfiles and confirmed that the flex vision pc was not communicating. The defective part was returned for failure analysis which was able confirm the faulty hdd bay. Fse replaced the flex vision pc. After the replacement of flex vision pc, the system was returned to use in good working. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1152-2024). The codes were updated based on the investigation outcome.